Event description:
It was reported that the disassembly bolt worked as intended during surgery. When the procedure was completed, the disassembly bolt from the proximal body had cross threaded. The proximal body-tip of 3.5 hex driver also broke trying to provide counter torque to release disassembly bolt from proximal body. The patient was no affected in any way. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 31-301852. Item name arcos 3.5mm hex drive lot# zb150701. Multiple MDR reports were filed for this event, please see associated reports 0001825034 - 2023 - 02565. The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection taper disassembly also found scuff rings around the shaft. Scratching was also observed on the large hex feature. The threads have several nicks and dings. The lead thread is not specifically sharp, but no evidence was observed to show the threads were mashed or deformed. Complaint confirmed based on the evaluation of the returned product. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.